Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the distal portion of the lead was returned in one piece. Visual examination of the lead found two external insulation abrasions that breached the outer insulation and exposed the outer coil. This was consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.